Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and neuropathy peripheral ("neuropathy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal and neuropathy peripheral outcome was unknown. The reporter considered medical device removal and neuropathy peripheral to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one/ones were reported via social media: neuropathy, medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and neuropathy peripheral ("neuropathy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal and neuropathy peripheral outcome was unknown. The reporter considered medical device removal and neuropathy peripheral to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one/ones were reported via social media: neuropathy, medical device removal.¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.